Event description:
Received information a patient enrolled in a device trial developed an infection. Patient was implanted with a trial paddle electrode on (B)(6) 2011. It was externalized with some extensions and the patient was allowed to walk around with this system. Trial was successful in that it relieved the patient pain, but he developed some symptoms around (B)(6) 2011. He was seen in the emergency room with neck stiffness. The paddle was removed on (B)(6) 2011. Patient was found to have a raging infection. The physician evacuated more that 10cc's of purulent drainage from the pocket and another 5-8cc's from another site. Everything was taken out and the wound was completely evacuated and cleaned and covered back up. The patient was admitted to the hospital and received a PICC line and antibiotics and 24/48 hours afterward was doing much better. He seemed to be recovering well. Additional information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).